Event description:
The customer stated that he was treated by the paramedics for low blood glucose levels. Unable to troubleshoot at the time of the call due to a damaged screen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.